Event description:
The customer reported that the pdm has been displaying "incorrect readings"; she has been receiving "low readings", though no specific bg levels were provided (levels are assumed to be below 70 mg/dl). In addition, she stated that the pdm has been initiating "a lot of meter errors". The pdm will be returned for evaluation.

Manufacturer narrative:
The investigation results of the returned pdm found evidence of "debris" within the bg meter port. Though the bg meter functioned as intended during the evaluation, the presence of the debris had the potential to affect the functionality of the meter, possibly resulting in the low bg readings as reported. The presence of debris in the bg meter port is the result of user negligence in properly caring for the pdm and is in no way reflective of any manufacturing or product related issue. It should be noted that the pdm's bg meter was thoroughly evaluated - there is no evidence of any malfunction or product condition that could have caused or contributed to erroneous or low bg readings. All test readings were found to be within the specified tolerance limit.